Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: on or about (B)(6) 2019 the patient underwent a surgical procedure to treat her pelvic organ prolapse during which her physician implanted a coloplast restorelle y contour device. The patient subsequently suffered complications associated with the restorelle, including inter alia, mesh extrusion, mesh exposure, mesh erosion, vaginal discharge, pain, vaginal pain, further and worsening urinary problems including urgency, scarring, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on (B)(6) 2023. On (B)(6) 2023, patient underwent a second surgical procedure to remove more pelvic mesh due to mesh erosion. Patient has suffered further injury as a result of both of the 2023 surgeries and continues to experience injury associated with restorelle.